Event description:
It was reported that he patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor exhibited far p wave over-sensing and post-sensed t wave over-sensing, which caused false atrial fibrillation (af) episodes. No intervention was performed. The patient was in stable condition and would be further monitored.

Manufacturer narrative:
Further information was requested but not received.